Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the emitter displayed a red x for communication on the navigation system. Restarting the navigation system resulted in the system becoming unresponsive. A hard restart of the navigation system restored functionality. There was no patient present when this issue was identified. No additional information was provided.